Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for evaluation. (B)(4). Findings: in the previous complaints, the threaded portion of the handle sheared off from the rest of the handle. The fracture surface appeared consistent with being exposed to a shear force, which led to crack initiation, propagation, and ultimate failure of the device at the start of the threads. The same failure likely occurred in this case. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurence is below the threshold. The rmr for this retroversion handle, 750-2002-039- rmr-instrument additions rev g, was reviewed. The risk is captured in line 19. Most likely underlying cause: the broken retroversion handle reported in experience case(B)(4) was likely the result of impacting the strike surface of the broach handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the device, leading to ultimate failure. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The retroversion handle threaded tip broke. Nothing was left in the patient. An investigation was conducted: the broken retroversion handle reported was likely the result of impacting the strike surface of the broach handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the device, leading to ultimate failure.

Event description:
It was reported from the us that during an orthopedic surgery that a surgeon had an issue with a retroversion handle. The retroversion handle threaded tip broke. Nothing was left in the patient. The patient was discharged home without any complications. No delay to surgery and no patient adverse event. No additional information has been provided by the contacts related to this event following multiple attempts.